Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected onsite by field service engineer and the reported failure was confirmed. Based on the results of the investigation, the probable root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had e226 scope communication error. The issue occurred during routine inspection. There was no patient involvement.

Event description:
It was reported that the subject device had e226 scope communication error. The issue occurred during routine inspection. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.